Manufacturer narrative:
Entire form filled out by manufacturer.

Event description:
On (B)(6) 2015 received explanted lead from (B)(6) medical. No explant information provided. Implanting and following physician information not available. Patient birthdate not available. Investigational letter sent to implanting center.